Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the rejection reaction was unknown, and the patient did not remember the specific date of explant, only that it was in 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that after implantation of the implantable neurostimulator (ins), on (B)(6) 2012, the patient appeared to have a rejection reaction. The device was explanted in 2017. A poor effect was noted and symptoms were not reduced more than 50%. The ins indication for use was not clear at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.